Event description:
The customer complaint indicates that a bhcg result of 90 miu/ml was falsely low and repeat test on the sample was 800 miu/ml. Field service was called and replaced the main pipettor, 10 tooth and 14 tooth pulleys. System operation was verified. The false low result was not reported, however a diagnosis or treatment could have been altered based on the false low results. If false low bhcg result is reported on a positive patient, the false result could be used by a physician in prescribing treatment, such as x-rays, which could present a health risk to the fetus.